Manufacturer narrative:
Follow-up #1: date of submission 05/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded normally to button presses. The keypad cover was removed and there were no button defects observed. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).